Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has cancer. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This notification is being reviewed due to information being received from a customer alleging that a (dreamstation CPAP pro, dom) device causes cancer. Information was received clarifying that the reported device is open inventory and has never been used on a patient. Based on information available at the time of this review, there is no harm or malfunction being alleged against the device. There was no serious patient harm or injury, and no medical intervention reported. Based on the information available, no MDR will be filed. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.